Manufacturer narrative:
The information provided by the customer was reviewed. No raw data files were available for investigation into the raw data response for the test in question. The data for the test card lot used was reviewed. The test card lot was performing as intended at time of release and was meeting specification. The cause of this event is unknown. No systemic issue identified.

Event description:
The customer reported discrepant high ph when compared to repeat testing of a new sample on a laboratory instrument. There is no report of injury due to this event.